Manufacturer narrative:
There was no patient involvement.. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen for the s5 double head pump was intermittent unresponsive during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The reported issue was confirmed and the touch screens was replaced. Full functional testing was carried out without issue and the unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen for the s5 double head pump was intermittent unresponsive during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The s5 touch screen was returned to livanova (B)(4) for further investigation. Investigation determined the problem was caused by ingress of liquid into the kapton-tail connection, which led to the oxidation of the connection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action a CAPA and change order were implemented to eliminate fluid ingress.